Manufacturer narrative:
Technician found that the siderail would not latch due to missing screw in latch assembly. Replace the shoulder latch assembly to resolve this issue.

Event description:
Complaint alleged that the siderail would not latch, however, it did stay in the up position. No injury alleged.